Event description:
Patient also reported "left one looks smaller than the right and looks dislodged" and "double lump under the breast". Patient also reported "lymphoma", "pain", "burning sensation", "red rash under breast"; these events are not device related. Healthcare professional reported pain, burning, and itching; these events are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation: visual analysis of the photographs identified: device #1 encapsulation and device #2 red particles in the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "pain" and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side pain and capsular contracture, baker grade unknown. Device remains implanted.